Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported occlusion alarms occurred. The customer went to the emergency room (ER) with a blood glucose of over 500 mg/dl. The customer attempted to treat with a correction bolus via the pump, however, was treated intravenously in the ER with fluids of saline and insulin. The customer was released from the ER the same day with issue resolved and no permanent damage. Reportedly, the customer was using fiasp brand insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.